Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible perforation by the right ventricular (rv) lead. Echo showed the lead had moved to a different spot. The lead was repositioned and remains in use .no further patient complications have been reported as a result of this event.